Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Device circuit errors occurred on (B)(6) 2017 and (B)(6) 2018. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Atrial and ventricular rate histograms show "no data available." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device displayed a pop-up warning that ventricular sensing episode list data was invalid. When performance data was reviewed, two device circuit errors ("ride through" power on resets) were also noted. The device is being monitored for three months and then a remote monitor will be issued; the device remains in use. No patient complications have been reported as a result of this event.